Event description:
It was reported that during an implant procedure, the physician noted "tight access" when placing the right atrial lead. When the lead was removed to "restick", it appeared damaged. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the distal conductor was distorted due to pulling /stretching/overstress. Similar distortion was also noted with the proximal conductor, and inner and outer insulation. Visual analysis revealed the lead was damaged at implant and stretched from its original length of 45 centimeters (cm) to 54.5 cm.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.